Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose level and a17, a21 alarms on the insulin pump. The customer's blood glucose level was 244 mg/dl. The customer was treated the insulin pump and he feels ok to troubleshoot. The customer was advised to change entire set, reservoir, and insulin and treat per health care provider instructions. The customer was advised after the troubleshooting was performed that we will replace the insulin pump due to the other alarms that were found and that we sent him a loaner pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.